Event description:
The customer reported via phone call that she had problems with the pump and the issue was still recurring with a replacement battery cap. Customer stated that she had a bad battery alert but was not receiving any low battery alerts. Customer placed a new battery in the pump 2 days ago. Customer's blood glucose was 67 mg/dl at the time of the incident. Customer ate lunch to bring up her blood glucose. Customer used a new battery stored at room temperature. A failed battery test recurred during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose is now 1235 mg/dl. Customer mentioned that she was also hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.